Manufacturer narrative:
(B) (4). (B) (4). Information not available, device not returned for analysis.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, an error 5 was noticed several times toward end of case. It was then noticed that the active blade of device was missing. After 30-40 minutes of searching, the missing piece of blade was found on the top of drape. There was no adverse consequence to the patient. No device being returned.